Event description:
It was reported to baxter (B)(4) that black particulate matter was observed in the tubing of one (1) infusor lv5 device during filling. The device was being filled with normal saline. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation, per the customer, however the device has not yet been received. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4): upon further investigation by baxter, this event has been determined to be non-reportable.